Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm (alarm 8) occurred. Customer loaded a new cartridge and insulin therapy was resumed. Customer's blood glucose was 96 mg/dl.